Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The device was returned with a loose fragment and visual analysis confirms the bolt to be fractured. The device history record was reviewed and no discrepancies were identified. The device is believed to have been conforming to print when leaving zimmer biomet control. Based on available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the surgeon was removing the jig from the retrograde nail, an x-ray was taken that revealed that a piece of the connecting bolt had fractured off into the top of the nail. This event resulted in a few minutes of surgical delay to remove the fractured piece. No patient consequences were reported as a result of the malfunction.